Manufacturer narrative:
M540 log files, full disclosure and event data were provided and reviewed during the investigation. After reviewing the events and full disclosure, it was found that the heart rate was being counted differently between the ECG leads and spo2 finger probe. ECG showed a heart rate of over 200 bpm and spo2 pulse being taken on the patient¿s finger measured the correct value at half this value. Additional information was provided indicating that the patient had hyperkalemia leading to abnormally large t-waves. Due to the amplitude of the t-waves, they were being counted as additional qrs peaks affecting the actual heart rate of the patient. This issue is a well-known limitation to all patient monitors and meets the current industry state of the art. The IFU recommends the user to change the arrhythmia processing leads or change the qrs detection threshold when measuring abnormal values. When abnormal heart rates are seen when monitoring heart rate on ECG, it is recommended to switch the hr source to spo2. The monitor functioned as designed.

Event description:
It was reported that heart rate displayed on the monitor increased from normal at approx. 120 to over 200. At this moment the patient was treated for svt with a drug to prevent this assumed cardiac condition, which resulted in an asystole. After connecting a defibrillator to the patient a hr of approx. 100 was found.